Event description:
It was reported that the patient experienced a stimulation sensation only when he was sitting or lying down and not when walking. It was noted that about "several months" post-op, the patient developed new pain in his back. It was added that the patient had been diagnosed with stenosis and degenerative disc disease. It was stated that 2 months prior to this report, the patient had some "popping" in his back and he went to the doctor's office and was told that some of the electrodes weren't working so they were turned off. It was noted that the patient had gained weight and was unable to move around without being in "excruciating" pain. It was stated that the patient was scheduled for a new implant on (B)(6) 2013. It was added that per manufacturer's device registry, the patient's entire system was explanted and replaced on (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v009544, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 377760, lot# v007742, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 377760, lot# v009544, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 377760, lot# v007742, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that sometimes when the patient turned their head their stimulation would turn off. It was stated that if the patient had their stimulation set fairly high to where it would kill the pain when they raised their arms they would get a terrible shock.

Manufacturer narrative:
(B)(4)